Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the lot number was not reported and the device was not returned for analysis. The investigation determined the reported device break or separation appears to be related to circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during the procedure resulted in the device separation/break. There was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the shaft of a 2.75x12mm nc trek balloon dilatation catheter (bdc) broke during use. The broken shaft was removed and the procedure was successfully completed with another unspecified bdc. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.